Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented to the hospital with loss of atrial capture and >2500 ohms atrial impedance in the bipolar configuration with 0.2 mv p-waves. In the unipolar configuration, the lead impedance was normal with p-waves at 5 mv and capture at 0.75 v. The device was programmed to unipolar.